Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka. Investigation summary: bd received one photo for investigation and confirmed the customer's reported defect. A total of 10 retained samples were used for functional tests, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 10 bd vacutainer® ultratouch¿ push button blood collection set, blood leakage from the end of non -patient needle. No patient or user impact reported.